Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the issue. Customer's blood glucose (bg) ranged from 270-280 mg/dl. A correction bolus was delivered to address bg. Troubleshooting was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the site for any damage. Reportedly, the customer continued using the pump for insulin therapy.